Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On sunday the 13th in the surgery process the j&j inhouse instrumentalist detected that the product sigma ps femur sz2 r (code 196050200 and lot: 8014599), had the plastic protector open. After surgical procedure has advanced 10 minutes and before placing the definitive prosthesis asks the circulator to pass the prostheses and they realize that when they opened the box of the femoral component they were open and therefore were not sterile, this caused discomfort with the surgeon. So immediately notify the j&j executive to urgently manage your replacement. This claim was accepted by the deliver team as a distribution claim. This delay in replacing the product in the institution caused the patient to be exposed at an additional time to the anesthesia of the planned.   Date of awareness of adverse incident: november 5.